Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results for gluc3 glucose hk gen.3 and ca2 calcium gen.2 for an unknown number of patient samples. Data was provided for five sets of results. Information was provided that some of the results were accompanied by a data flag indicating the result was less than the repeat limit for the assay. Glucose: data set 1 initial result was 34 mg/dl and the repeat result was 112 mg/dl. Data set 2 initial result was 29 mg/dl and the repeat result was 178 mg/dl. Data set 3 initial result was 41 mg/dl and the repeat result was 72 mg/dl. Data set 4 initial result was 699 mg/dl and the repeat result was 111 mg/dl. Calcium: data set 5 initial result was 27.3 mg/dl and the repeat result was 9.3 mg/dl. The erroneous results were not reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The glucose reagent lot number was 22233701 with an expiration date of 05/31/2018. The calcium reagent lot number was 20096601 with an expiration date of 02/28/2018. The field service representative found there was a fluidic failure of the cell rinse tubing and replaced all of the tubing. He set the rinse volumes and the customer ran calibration and qc within results within specification. Precision testing was performed and was acceptable.